Event description:
It was reported via repair work order that the headend lift was stuck at an elevated height due to 3 bolts missing from the hi/lo motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.